Event description:
Nurse (B)(6) reported via our sales rep, (B)(4) that she observed a surgery. During this surgery she observed that the cap screw does not hold on the instrument any more.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.